Event description:
It was reported the abutment broken inside of the implant. Dr tried for 3 hours to remove the fractured abutment and was unsuccessful. Implant had to be removed and patient will return for a new implant. Bone loss also reported. Loss of integration incorrectly reported by customer. Tooth #30.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Manufacturer narrative:
One imp tm 4.1mm mtx,13mm (tmm4b13) and one unknown abutment were reported but not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use, risk files and other available information. Two different products were returned: (tsvwb13) and an unknown zimmer abutment. Visual evaluation of the as returned products identified fragment of the abutment hex in the implant drive feature. The implant's platform and collar were also damaged possibly during the removal process. Following unsuccessful attempts to obtain more information from the customer, it was decided to address all the items (returned and unreturned) in the investigation since the returned products, although not reported, had some apparent malfunction. Functional testing could not be performed due to the nature of the devices and events. No pre-existing conditions were noted. The reported devices had been placed on tooth # 30 (universal) for approximately 6 years. X-ray / picture images were not provided. Appropriate documentation was reviewed. DHR & complaint history review (unknown abutments (2)): DHR and complaint history review could not be performed since the lot/item numbers were not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. DHR review (tmm4b13 & tsvwb13): DHR review for the lot (62661939) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. However, DHR review could not be performed for the tsvwb13 as the lot number was unknown. Complaint history review (tmm4b13 & tsvwb13): complaint history review was performed for the reported lot number (62661939) for similar events (complaint category keywords: medical: bone loss & functional: fracture) and no other complaint was identified. Additionally, complaint history review by item number was conducted for the tsvwb13 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events. Bbased on the available information, the following conclusion has been reached: tmm4b13 & unknown abutment: device malfunction and the reported event could not be verified as the products were not returned. Tsvwb13 & unknown zimmer abutment: device malfunction has occurred and the reported fracture event was confirmed. However, bone loss could not be verified as the exact details of event were non-verifiable.

Event description:
No further event information available at the time of this report.